Event description:
It was reported that during a stapled prolapsectomy procedure, when the surgeon completed the procedure, he had difficulty extracting the device. Moreover, he noted considerable bleeding and several clips not properly closed in the operated area. So the operation was converted to open and the surgeon sutured the lesion. No transfusion blood was necessary for the patient.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.